Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens, bubbled dso seal, and a worn uso seal. The tamper seal was broken. Review of the event history log (ehl) showed cassette not attached properly alarm. A functional was performed and the reported issue was duplicated. During testing with the cassette, the device alarmed. It was determined that the cause was due to an inoperable "downstream occlusion sensor." As a result, the downstream occlusion sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6). Corrected data: h6: health effects.

Event description:
It was reported that the pump exhibited a cassette not properly connected error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: (B)(4).